Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a suspected failure at the yoke. The impedance measurement was greater than 2500 ohms.